Event description:
Additional information provided the patient underwent ipg replacement on (B)(6) 2019. The patient has appropriate coverage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was inoperable due to lack of charging. As a result, the patient is awaiting surgical intervention.